Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test and gravity test was performed and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an overinfusion of solution when using a flow regulator set. The expected flow rate was 200ml per hour; however, flow rate during use was 500ml per hour. This event was observed during setup preparation and it was unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.